Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified a weld failure between the strike plate and handle body. Impact marks are present on all sides of the handle and both sides of the strike plate. Scratching and dings were found along the channel at the distal end of the handle. The mating features have become scuffed and deformed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. A definitive root cause cannot be determined. Complaint confirmed based on evaluation of returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the impactor pad fractured when struck with a hammer. No pieces fell into the patient and no delay reported. The procedure was completed with a second device. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2: foreign: canada product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.